Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information it was additionally reported that the catheter was used following an anorectal plastic surgery and treatment with morphine. There was no underlying condition. 1.5ml of liquid was used to inflate the balloon. No clinical consequences to the patient. Medical decision was to not reinsert another catheter.

Event description:
According to the available information it was additionally reported that the catheter was used following an anorectal plastic surgery and treatment with morphine. There was no underlying condition. 1.5ml of liquid was used to inflate the balloon. No clinical consequences to the patient. Medical decision was to not reinsert another catheter.

Manufacturer narrative:
In october 2025, we received one used sample. After disinfection, intermediate lot number was noted. Balloon was inflated with water and it was burst, so it cannot be inflated. Balloon bursting issue of silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action "balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed on folysil silicone catheter, on the same defect "balloon burst" from (B)(6) 2021 to (B)(6) 2025: 183 similar cases were found. A rmf evaluation was performed based on criq247, risk identified (hazardous situation: catheter balloon cannot stay inflated or burst).the evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information a leak was detected in patient's diaper. During balloon test, it was unable to inflate or deflate 1.5 ml. When removing the catheter the balloon was found punctured with no missing fragments.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.